Event description:
A customer reported obtaining inconsistent reactions on galileo echo instrument m01106.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The sample resulted as positive for screening cell 2 in the 3-cell screening assay. Result visually appeared positive. Cells 1 and 3 resulted as negative and visually appeared negative. Results of the extend I panel were reviewed and cells 2, 4, and 6 (fya homozygous) resulted as positive and visually appeared positive. Cells 9 - 14 are e positive (cells 12 - 14 also fya positive) resulted as positive and visually appeared positive. Cells 1, 3, 5 and 7 resulted as negative and visually appeared negative. Controls performed as expected. Results of the extend ii panel were reviewed and cells 2 (e and fya positive) and 13 (e homozygous) resulted as positive and visually appeared positive. Cell 4 (e, fya positive) resulted as equivocal and visually appear weak positive. Cells 5 (fya homozygous) and cells 10 and 11 (fya heterozygous) all resulted as negative and visually appeared negative. Cells 1 and 5 (fya homozygous), 6-9 (fya negative), 10 and 11 (fya heterozygous), 12 and 13 (fya negative) all resulted as negative and visually appeared negative. Controls performed as expected. Review of the color check images for all 3 tests showed that plasma was added to the wells. Customer stated there was no additional sample left for additional testing. Customer is unable to repeat testing to compare same testing from both instruments since extend 1 panel showed clear pattern of e and fya, and some fya cells (homo and hetero) were negative for both the crrs3 and extend ii panels on echo m01106. An immucor field service engineer performed the unexpected reactions checklist. The probe was replaced as a precaution. The shake gap was adjusted to .080 inches. Completed annual preventive maintenance. Controls and patient samples were tested. The instrument is operating within specifications.